Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The interconnect cable was identified as the cause of the event and ordered for replacement. The cable was replaced by the customer's biomedical department. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.